Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile trudi suction device was received contained in the decontamination bag. Visual inspection was performed. No appearance of damage was observed. The electrical functionality was tested, and the device was found to be out of specifications for the isolation between sensor and eeprom io, isolation between sensor and eeprom gnd, isolation between shield and eeprom io values. The device could not be evaluated for accuracy through functional test due to the failure found on the electrical test. However, the risk documentation indicates that loss of accuracy can occur due to intermittent grounding of shielding during the advancement into the sinus within the electromagnetic (em) field. Therefore, the issue reported was confirmed. A review of manufacturing documentation associated with this lot 2112030 presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the acclarent quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. However, the instruction for use (IFU) states that user must confirm that trudi¿ suction is recognized and displayed by the trudi¿ system. The number of procedures that the trudi¿ suction was used with trudi¿ system is presented in a circle. A green line at the bottom of the graphic reflects that the device is ready for the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a functional endoscopic sinus surgery (fess) procedure o (B)(6) 2023, the 0° trudi nav suction device (tdns000z / 2112030) was used; it was reported that the navigated suction accuracy was off by 1mm. It was reported that there was no patient adverse event. The trudi navigation system serial number is (B)(6). The trudi case log files are not available. The surgeon requested this accuracy issue be sent in as a product complaint. On 11-apr-2023, additional information was received. The information indicated that when the device deficiency was found, it was during the procedure. The 0° trudi nav suction device had been reprocessed 17 times via steam sterilization. When the accuracy issue was observed, the bar below the device icon on the trudi system monitor was green. There was no error message on the trudi nav monitor. It was indicated that the device was plugged in after registration. The patient tracker and the patient tracker cable did not move. Computed tomography (CT) image was used as the primary image. The information indicated that the inaccuracy issue was determined during comparison to another suction device. There was no ferromagnetic material placed within the trudi zone. The crosshairs did not turn yellow. The emitter pad did not move; the patient did not move. Based on the additional information received on 11-apr-2023, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the trudi device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.3: the product was received in the product analysis lab on (B)(6) 2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. A review of manufacturing documentation associated with this lot 2112030 presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.